Manufacturer narrative:
Endeavor bravo was retired in 2007. The customer was asked to remove the system from use and dispose of the system.

Event description:
Biomedical engineer reported that the endeavor bravo emg system was producing a shock even when the equipment was turned off. No pt or user injury occurred.